Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. And silicone migration.

Event description:
Patient reported, left side device rupture. Diagnosed by mammography and ultrasound. Patient also stated, "silicone has entered the lymph nodes". Subsequently, ultrasound and mammogram identified". Shape change¿, ¿feel tightness in the left breast¿, and ¿implants of left looks somehow deformed compared to the right. And on palpation it felt tight capsule". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, visibility/palpability: unable to observe, since it is not related to the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side device rupture. Diagnosed by mammography and ultrasound. Patient also stated, "silicone has entered the lymph nodes". Subsequently, ultrasound and mammogram identified, "shape change¿, ¿feel tightness in the left breast¿. And ¿implants of left looks somehow deformed compared to the right. And on palpation felt tight capsule". The device has been explanted.